Manufacturer narrative:
This supplemental report was submitted to provide investigation findings. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. According to user facility, there were no abnormalities in the appearance of the scope and distal cover before and after the procedure. The distal cover is designed so that it will not come off unless it is damaged when it is removed from the scope, but since there was no abnormality in the distal cover that fell off, it is probable that it was not properly attached to the scope; therefore, the distal cover gradually came off the scope due to friction with the inside of the body cavity and fell off. As stated in the evaluation results, the returned distal cover seems to have been worn or damaged, but it is probable that it was damaged due to some load applied after use in the procedure. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides the following "7.3 attaching the distal cover", please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. There is no repair history for this device since it¿s manufacture date of 17sep2020. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Olympus re-evaluated the event reported in MFR. Report #8010047-2021-07474 and confirmed that this device was also subject to the 30-day report criteria. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. The event has been reported by the importer on MDR# 2951238 - 2021 - 00384.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using a single use distal cover with an evis exera iii duodenovideoscope, the distal cover came off the scope and was retained inside the patient. The physician was initially unaware that the cap was still inside the patient. The patient's oxygen saturation began to deteriorate (drop). The anesthesiologist suctioned the patient's esophagus to remove the distal cap. This resolved the issue and recovered the oxygen saturation. No additional intervention was required. The patient's current condition is reported as still hospitalized, but due to a surgical procedure to treat necrosis of the pancreas, and not the reported event. The scope/cap were assessed before and after the procedure and no abnormalities were noted. Mw 8010047-2021-07474 reports the maj-2315 (distal cover) used in the case.